Event description:
Additional information received reported that the patient started to ¿feel bad¿ on the night of (B)(6) 2012.

Event description:
It was reported, the patient wasn't receiving therapy and was in pain. His pump catheter was replaced. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
It was reported that the patient had a return of symptoms. The patient also experienced withdrawal symptoms (not specific) following a refill that occurred earlier in that day. No drug or dosing changes were made at the refill. After the patient started having symptoms, the pump programming was confirmed while the patient was at a hospital, but no changes were made. A hospital physician and the patient's physician were "covering" the patient with a patient controlled analgesia (pca) dilaudid pump until further troubleshooting could be done. Patient outcome was not provided. It was noted the patient has had a history of pump problems and "this was like the patient's fourth pump." The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.